Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. With a test battery cap, the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had normal operating currents and no unexpected off no power, low battery, or failed battery test alarms were noted. The insulin pump had broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and was unresponsive after he received a failed battery alarm. The blood glucose reading was 119 mg/dl. The battery compartment was found to be damaged. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.